Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 5 of 5, while the hp was connected. The hp had three bags connected, with only the heater bag containing solution. No leaks or loose connections were noticed. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp cycled the power on the hc device and stated that they would complete the therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.